Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally: (d9) device availability yes, returned to manufacturer selected, returned to manufacturer date added. (H3) device evaluated by manufacturer updated to yes. (H4) device manufacturing date added. Device evaluation results added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for evaluation, and the reported issue was confirmed, something was lodged in the biopsy channel. Based on the results of the investigation and the information provided, it was determined that the foreign material lodged in the biopsy channel was seeds. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the seeds remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had something lodged inside the biopsy channel. The issue was found during reprocessing. There were no reports of patient harm or procedural delay. The procedure was able to be completed with the same device.